Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition for the 357.403 lot number uq69052 6.0mm/10.0mm stepped cannulated drill bit was likely caused by over nine years of consistent use; however, this complaint is not likely a result of any design related deficiency. The device was returned and reported to have broken during surgery at the end connected to the drill. This condition is confirmed; a fragment from the proximal end of the shaft approximately twenty millimeters long was returned broken along with the rest of the device. It is likely that over nine years of consistent use have caused the cutting edges of the device to become worn. When encountering dense bone as reported in the complaint, additional force was likely applied by the surgeon to drill through the bone with dulled cutting edges. The additional applied force is likely what caused the drill bit to snap at the junction between the drill and drill bit leading to this complaint condition. The device was manufactured in 1/2007 and is over nine years old. The balance of the returned device is in fairly worn condition with dull cutting edges and markings along its length. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a 6.0mm stepped drill bit broke into two pieces were the drill bit attached to the drill. The drill bit broke while drilling into dense bone. No broken parts or fragments entered the patient and the surgery was completed without any delay. Another drill bit was readily available for the completion of the surgery. The patient did not suffer any harm as a result of the reported event. This report is 1 of 1 for (B)(4).